Event description:
With the intention of placing a biliary drainage catheter to alleviate jaundice in a pt with biliary stenosis due to a liver transplant, the physician inserted the puncture needle via the right hepatic duct and attempted to advance the cope madril wire guide through the needle. However, the wire guide encountered resistance and would not advance up to the desired site. The physician moved the wire guide back and forth many times for nearly thirty mins before giving up and attempting to withdraw the wire guide. At this time, it was found the wire guide tip had separated at the connection of the soft end and hard wire portion, approc 7cm proximal ot the wire guide's distal end. At the discretion of the physician, the separated tip was left and the procedure was discontinued. Resultant cholangitis was remedied by antibiotic administration. In 2006, taking advantage of an abdominal surgery irrelative to the biliary drainage, the physician retrieved the separated tip of the wire guide.